Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40u9w, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed.

Event description:
It was reported that during a gastroplasty, the doctor stapled 2 times without problems; however, in the third shot the staples did not close, having to be carried out a manual suture in this place. After the use of this load, 3 more white loads were used without any intercurrence. Due to poor stapling of the blue load, there was a need for the patient to place a drain. The patient continues to use the drain.